Manufacturer narrative:
Physio-control reviewed the downloaded electronic records and determined that the cause of the reported issue was due to use error. The user had turned sync mode on, to use the device for synchronized cardioversion. The shock button was subsequently pressed, without first observing the ECG rhythm and confirming proper placement of the triangle sense markers. Physio confirmed there were no triangle sense markers present on the ECG rhythm when the shock button was pressed, therefore no shock was delivered. The users did not follow the "synchronized cardioversion procedure" from the operating instructions that state: "observe the ECG rhythm. Confirm that a triangle sense marker appears near the middle of each qrs complex. If the sense markers do not appear or are displayed in the wrong locations (for example, on the t-wave), adjust ECG size or select another lead." After performing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not deliver a defibrillation shock. There were no reports of patient harm associated with the reported event..

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to reproduce the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not deliver a defibrillation shock. There were no reports of patient harm associated with the reported event.